Manufacturer narrative:
Analysis confirmed the reported issue; the battery board connector was not seated correctly in to the main printed circuit board (pcb), so the unit would not power up. It was also noted that there were errors in the log that are associated with the external pulse generator (epg) reverting to nominal settings. The epg's firmware was updated to resolve the setting issue. All found defective parts were replaced and all other identified issues were resolved. The device was re-calibrated and functionally tested. The device passed all final testing. This device was reported as included in the field action noted and returned product investigation found the device performed as described in the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would not turn on and needed a firmware update. The epg has been returned for service. There was no patient involvement. The epg subsequently tested out of specification during manufacturer's analysis.